Event description:
A customer contacted beckman coulter regarding erroneously low hemoglobin (hgb) results results from 3 different patient samples that were generated by the coulter lh500 instrument. Patient a: an initial hgb result was 7.7g/dl and 14.3g/dl upon repeat. Patient b: an initial hgb result was 11.5g/dl and 14.3 g/dl upon repeat. Patient c: an initial hgb result was 13.3g/dl and 15.0g/dl upon repeat. The hgb results were believed to be erroneous when instrument generated higher results upon repeat. No additional information regarding this event has been provided by the customer. The customer indicated that there was not death or injury requiring medical intervention associated with this event.